Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The reported shell inserter, threaded shaft, and one hex tool were returned and evaluated. Upon visual inspection the shaft is stuck inside of the inserter and could not be removed for visual inspection and product ID. A hex tool was also returned with the hex tip twisted but not fractured. The additional information does not change the outcome of the previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.  The reported device was not returned for evaluation. An image was provided and shows the threaded shaft within the inserter. No further information could be gathered from the supplied image. The device has a potential field age of approximately 1 year. Reported event was unable to be confirmed due to limited information received from the customer. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event.. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the instruments inner shaft was jammed and fractured. Attempts have been made and additional information on the reported event is unavailable at this time.